Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter read inaccurately high compared their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 at around 3:00 pm. The reporter claimed the patient obtained an inaccurate high blood glucose reading of ¿128 mg/dl¿ with the subject meter. The patient manages their diabetes with humalog insulin on a self-adjusting dose. The reporter denied the patient made any changes to their usual diabetes management regimen in response to the elevated reading. The reporter claimed that right after the alleged issue began, the patient developed symptoms of feeling ¿sweaty and passed out.¿ the emergency medical services (ems) were reportedly contacted for assistance. The reporter claimed the patient¿s blood glucose tested ¿41 mg/dl¿ on the ems device and that the patient took candy as treatment in the ambulance. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.